Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient was prescribed oral antibiotics (type, dosage, and duration not reported) on (B)(6) 2013. As of (B)(6) 2013, the issues have reportedly resolved. The implanted device remains.

Manufacturer narrative:
Implanted device remains.